Event description:
The facility reported a colleague infusion pump malfunction with failure code 589:317:1061. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version for this device is unknown at this time. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported problem was confirmed via the event history log review. The user interface module master software version for this device is 5.09.90. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 589:317:1061 was confirmed during product evaluation by baxter service personnel. This condition was attributed to faulty main batteries as a result of user error. The main batteries and battery harness were replaced to correct this condition. Additional information: a service history review revealed that this device has been serviced ten times prior to this event. The device has been previously sent into service for the reported condition of "failure code 589:317:106". A device history record review was also performed finding no abnormalities.